Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was not confirmed via review of the controller log files as they were not submitted by the site. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information received: on admission patient "ldh near 2000 and urine noted to be tinged red." It was stated that there was "no thrombus noted prior to exchange and that the exchange was done due to patient signs and pump parameters." "Patient tolerated pump exchange and was discharged home." Patient was "seen in clinic yesterday on (B)(6) 2015." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU) and patient manual: include a reference guide for both visual and tone alarms including potential causes and actions to take. Also stated, controller and power management and a quick reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. Per IFU: high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines with a warning to maintain anticoagulation within the recommended inr range of 2.0-3.0. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Adverse events that may be associated with the use of the vad include warning of serious and life threatening adverse events, such as hemolysis. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the "patient's husband called the vad coordinator indicating that flows were >10 and power levels were increased." "At the time patient was asymptomatic." "Patient brought into the hospital and admitted." "Patient only on 81mg asa due to previous tia." "Labs over the next few days showed increasing ldh values even on heparin." "Decision made to exchange the pump in the or on (B)(6) 2015." "Patient underwent a pump exchange after being admitted to the hospital and placed on heparin for ~5 days." "Patient has history of tia so did not want to attempt further medical treatment." No additional information provided. Investigation is ongoing.